Manufacturer narrative:
After recent review of this event. Manufacturer received a letter of additional inquiry from FDA regarding this event, prompting the further review. Review completed 01 september 2020. It is determined that although the turbo elite device was used during a coronary procedure, the perforation that occurred during the procedure was not itself caused by the off-label use of the device. The reason for this adverse event was attributed to the patient's condition and the procedure.

Manufacturer narrative:
Patient weight unavailable from facility.

Event description:
(B)(6) female with very tight lad (left anterior descending) coronary artery. 0.9 turbo elite device used due to unavailability of a coronary device. The lad perforated after a second pass of the laser catheter. Rescue efforts commenced; pericardiocentesis performed and patient stable enough at that time to transport to a different location for further treatment. However, subsequent interventions were unsuccessful. Later, patient coded and died.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.